Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. Difficulty crossing the lesion was experienced. During inflation, the balloon ruptured. The device was removed, and the procedure was successfully completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Microscopic examination identified a longitudinal tear along the entire length of the balloon material and that the inner lumen was slightly stretched under the balloon material.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. Difficulty crossing the lesion was experienced. During inflation, the balloon ruptured. The device was removed, and the procedure was successfully completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.